Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "the cap of the serum tube does not stick tightly after use."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper creepout/decapping was not observed, as the photo only shows an unopened shelf pack. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion the indicated failure mode for stopper creepout/decapping was observed in one (1) of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper creepout/decapping based on the retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#1875009. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "the cap of the serum tube does not stick tightly after use."